Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were notified that the pace/sense portion of this lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to undersensing. Small r waves were noted. A new pace/sense lead was added, rv coil still active. No adverse patient events were reported. Should additional information become available, this file will be updated.